Event description:
The customer reported to olympus that the laparo-thoraco videoscope insertion part curved rubber adhesive part chipped. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the operation unit rl (right/left) lever had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
In addition to the finding in b5, the evaluation found that the customer's allegation was confirmed. Also, the evaluation found the following: the bending section cover had a scratch. Switch 1 had a cut. Due to the damage, switch 2 did not work. The indication on the grip was peeled. The video cable had a scratch. The universal cord had a scratch. The video connector case had a crack. The video connector has a crack. The device was cleaned, disinfected, and sterilized (cds) before it was sent in for repair. There were no abnormalities in the accessories used for reprocessing. The steps taken to reprocess the scope were not provided. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the remaining foreign material cannot be identified. The identification of the foreign material could not be determined. The event can be detected and prevented by handling the device in accordance with the following IFU. The instruction manual instructions "ltf-vp, chapter 3 preparation and inspection¿ describes the methods for detection.  The instruction manual instructions "ltf-vp, chapter 7 cleaning and sterilization procedures¿ describes the methods for prevention.  Olympus will continue to monitor field performance for this device.